Event description:
It was reported by the field clinical representative that this right atrial (ra) lead was difficult to remove and had to be snared from the groin. This ra lead was explanted. No additional adverse patient effects were reported.